Event description:
Event description cpi received information that this patient with an endotak endurance lead was in a car accident and consequently suspected to have a fracture of rate sensing portion.